Event description:
Additional information was received from a foreign healthcare provider via a company representative on (B)(6)2025. Diagnostic test ing/troubleshooting performed, included a check with imaging. The patient was brought to the operation room for repositioning of the pump and was checked at that time. Morphine was sent for analysis and no issues were found. The expected pump reservoir volume and actual pump reservoir volume were the same (no discrepancy). Regarding patient having experienced morphine overdose leading to unresponsiveness, it was indicated as a possible diagnosis on admission, but the medical providers now believed the pump wasn¿t the cause. Regarding if the patient's device/therapy was suspected to be contributary to the morphine overdose leading to the patient having been unresponsive and if there was a device issue/patient therapy issue, procedure issue, programming issue, etc., it was further reported that there were no issues. It was further reported that it was probably not a morphine overdose. Endocrinology issues were found. It was further indicated that it might have been a morphine sensitivity developed due to endocrinology issues, not related to the pump.

Manufacturer narrative:
B2 update: the initial report indicated life threatening regarding outcome attributed to the event which is no longer applicable regarding additional information received. H6 update: the previously applied patient code e0119 is no longer applicable and has been replaced with code e2403. The previously applied annex f code f1203 is no longer applicable regarding additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider, (foreign) regarding a patient who was receiving morphine with concentration 0.5 mg/ml at a dose rate of 0.025 mg/day via an implantable pump. It was reported that the patient's pump had flipped slightly due to weight loss.  The date of the event regarding the pump having flipped was not reported.  It was further reported that the patient came in unresponsive on (B)(6) 2024 and the pump was turned down.  Per the healthcare provider it was still unclear if the symptoms were related to the pump or not.  The patient had magnetic resonance imaging (MRI) performed on (B)(6) 2024.  The stall MRI occurred at 2:55 pm and ended at 3:15 pm.  However, as of 5:30 pm that same day the motor stall due to MRI was not yet resolved and the healthcare provider had attempted an update.  At the time of the report waiting and checking the pump again was being considered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative on 2024-nov-15. The pump was implanted approximately 4 years ago (specific day, month, and year unknown). The onset date of the pump having flipped slightly was (B)(6) 2024. Factors that may have led or contributed to the pump having flipped slightly was indicated as weight loss. Actions taken to resolve the pump having flipped slightly included the patient having been brought to the operation room (or) on (B)(6) 2024 to re-suture the pump. Regarding the report of the patient having been unresponsive and their pump was turned down, it was indicated that there was no device issue and was instead due to something that was unrelated to the pump software or programming. The cause of the patient having been unresponsive was not determined as of late. Actions taken to resolve the patient having been unresponsive included narcan having been administered for morphine overdose that caused the unresponsiveness. The pump motor stall was due to the extremely low dose of 3 mcg/day that the patient was set to. The stall was the result of magnetic resonance imaging (MRI) that the patient had to have for another issue not related to the pump. The duration of the motor stall was approximately 12 hours. The patient was doing well and the pump was still implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. The pump came back on and returned back to normal function. The delayed stall was due to the dose being set to minimum rate (3mcg/day).